Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during use in coagulation mode, a small plastic piece from the jaw detached and melted on the pt's tissue. The plastic piece was retrieved.